Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the user paired a new dexcom g7 continuous glucose monitor (cgm) sensor to their phone but did not complete pairing to the ilet pump until assisted, resulting in cgm not paired and dosing stops soon alerts and use of bg run mode. The user experienced a glucose peak of 313mg/dl with no associated clinical symptoms reported. Outcomes included temporary suspension of automated dosing until cgm pairing was completed with no health impact. User support included customer service troubleshooting and education on correct g7 pairing to the ilet and entry of the pairing code. Investigation of this case revealed user setup error related to incorrect or incomplete cgm pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.